Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Tia and stroke are referenced as possible adverse events associated with the use of stents in the device instructions for use (IFU). Attachment: martin schillinger, md., et al; "does carotid stent cell design matter." Aha journals - stroke 2008; 39:905-909.

Event description:
Device malfunction: none. Symptoms/ae: tia, stroke. Time of ae: after the procedure. The following events were noted through periodic article review. A study was conducted to determine the impact of closed versus open-cell stent design on neurologic adverse events and mortality after carotid artery stenting (cas) procedures. Eight hundred and twenty five patients were treated with open-cell design and cerebral protection was used in 88% of the cases; however, the brand and name for the protection devices was not listed. Reportedly, 14 tias, 15 minor strokes and 5 major strokes occurred within 30 days after the cas procedure. No treatment was reported. The article does not correlate the reported patient outcomes to a specific stent and no device malfunctions were described. The article lists the rx acculink device along with 4 other competitive stents used for the cas procedures. No additional information was available.